Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) occurred which switch the pace/sense configuration from bipolar to unipolar. The device was programmed to bipolar and pacing impedances were noted to be in range. Technical services reviewed device data and found there were some inappropriate stored episodes in which there was oversensing of myopotontial noise due to the lss. Ts discussed possible causes. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) occurred which switch the pace/sense configuration from bipolar to unipolar. The device was programmed to bipolar and pacing impedances were noted to be in range. Technical services reviewed device data and found there were some inappropriate stored episodes in which there was oversensing of myopotontial noise due to the lss. Ts discussed possible causes. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.